Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues and pain at the implant site. The patient was seen at the center for evaluation. External equipment was exchanged. However, the reported problem was not resolved. On june 30, 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. However, a decision was made to explant the device. Surgery to explant the patient's device is to be scheduled.